Event description:
Clinical narrative updated 2026-5-26: the patient expired when care was withdrawn after 10 days of the impella cp support. During the support the cp device performance remained within the expected range for the support level with reported flow at 2.2l/min on p-4. The withdrawl of care as well as the clinical condition of a critically ill patient, dependent on the cp to vent the primary support provided by ECMO, and the cardiogenic shock, complicated by stage e shock contributed to the outcome. The cp and extra corporeal membrane oxygenation (ECMO) had provided the hemodynamic support however, the death is conservatively being reported on the pump due to the inability to conclusively dissociate the product from the patient outcome. A 62-year-old male was supported with an impella cp (606285) for the indication of acute myocardial infarction with cardiogenic shock. The patient¿s pre-support clinical state was consistent with scai shock stage e. The device was implanted on (B)(6) 2026 at 10:43 am via right femoral arterial, percutaneous access. During support, the clinical team reported hemolysis in the setting of prolonged cardiopulmonary resuscitation, during which the patient received approximately 40 minutes of chest compressions with an intra-aortic balloon pump (iabp) still in situ. Based on the information available, the reported hemolysis occurred in a highly complex clinical scenario involving prolonged resuscitative efforts and concurrent use of an iabp. Hemolysis may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions. The patient remains on support at time of reporting.

Manufacturer narrative:
Additional information received regarding the patient out come death. The following were updated to reflect the outcome. B2, b5.

Manufacturer narrative:
Corrected information has been provided in d4 (serial). Additional information has been provided in h6, d3. Mechanical interaction with blood/hemolysis: the cause of hemolysis was not determined without conclusive log evidence, insufficient clinical details and since no product was not returned.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 62-year-old male was supported with an impella cp (606285) for the indication of acute myocardial infarction with cardiogenic shock. The patient¿s pre-support clinical state was consistent with scai shock stage e. The device was implanted on (B)(6) 2026 at 10:43 am via right femoral arterial, percutaneous access. During support, the clinical team reported hemolysis in the setting of prolonged cardiopulmonary resuscitation, during which the patient received approximately 40 minutes of chest compressions with an intra-aortic balloon pump (iabp) still in situ. Based on the information available, the reported hemolysis occurred in a highly complex clinical scenario involving prolonged resuscitative efforts and concurrent use of an iabp. Hemolysis may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions. The patient remains on support at time of reporting.